Manufacturer narrative:
E1: initial reporter phone: (B)(6) device evaluated by MFR: synergy ous mr 2.25 x 32mm stent delivery system was returned for analysis. A visual and tactile examination of hypotube profile found no issues identified with the hypotube shaft. No issues identified with the outer / mid-shaft sections or the inner lumen of the device. Stent struts were lifted at the distal part of the stent. Microscopic examination of the stent identified stent struts lifted at the distal part of the stent. Balloon cones were reviewed, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. No signs of movement, stent was set between the proximal and distal markerbands. Bumper tip showed no signs of distal tip damage. Dimensional analysis included measurement of the undamaged crimped stent outer diameter and the result was within max crimped stent profile measurement. No other issues were identified during analysis.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the left anterior descending artery. A 2.25 x 32 synergy drug-eluting stent was advanced for treatment. However, during the second inflation at 10 atmospheres, the balloon ruptured, and a visible pinhole was noted. The procedure was completed with another of the same device. There were no patient injuries reported, and the patient condition was good post-procedure.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the left anterior descending artery. A 2.25 x 32 synergy drug-eluting stent was advanced for treatment. However, during the second inflation at 10 atmospheres, the balloon ruptured, and a visible pinhole was noted. The procedure was completed with another of the same device. There were no patient injuries reported, and the patient condition was good post-procedure.

Manufacturer narrative:
Initial reporter phone: (B)(6).